Event description:
During a shunt placement, the distal catheter disconnected from the valve assembly. The valve was being placed and very little pressure was being applied when the assembly pulled apart. The valve was replaced. Another shunt was pulled off the shelf and again with very little pressure the catheter and valve pulled apart.